Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the newly installed lead wire cannot pass the self-inspection. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This emdr follow up is to address investigation update. The rse (remote service engineer) contacted the customer and determined the lead wire cannot pass the self-test. The customer ordered a replacement 3 leadset, snap, iec, ICU to resolve the reported issue.

Manufacturer narrative:
The rse (remote service engineer) confirmed by contacted customer. The lead wire cannot pass the self-test. The customer requested a replacement. New ¿989803145121 3 lead set, snap, iec, ICU¿ was sent to customer solve the issue.